Event description:
It was reported that the patient had a broken rod. The patient underwent revision surgery to replace the rods. No patient complications were reported.

Manufacturer narrative:
X-ray showed a single level construct. The more dorsal of the two rods (as seen on the x-ray) appear to have been a broken cable. The product was returned for evaluation. The cables of both rods are broken by the plug side flanges. A review of the device history records did not identify any associated nonconformance to specification.